Event description:
It was reported that the 9900 system images were superimposed while testing cine images. Specifically, the superimposition occurred while switching between two pt images. The displayed images appeared as two different images overlayed on top of each other. No injuries were reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.